Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during lobectomy, at the first firing, when the reload was connected to the power handle, the jaws were able to be closed, but the jaws were unable to be opened. The reload was taken out by force and a new product was used. The event occurred during the procedure, but the product was not used for patient.